Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedance measurements, which was believed to be caused by the weight of the patient gained. It was also noted that the battery was end of life (eol). The plan will be replace this s-ICD system and implant a new device. Subsequently, a revision procedure was performed and the s-ICD system was turned off and transvenous device system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.